Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported low blood glucose hospitalization. The current blood glucose reading is 466 mg/dl. The blood glucose reading at the time of the event was 32 mg/dl. Customer went low sometime during the night. The paramedics were called. Customer was transported to the hospital. Hospital treated with IV fluids. Nothing further reported.